Event description:
Pt experienced necrosis at injection site in glabella. At 6 month follow-up, physician indicated that necrotic site has healed and symptoms resolved, however stated that the healed area remains erythematous and the frown line is/remains pronounced.